Event description:
Status post cardiac cath procedure, tracelet device was applied at 0920am into the right wrist, with 10ml of air. At 1200pm, attempted to release air from tracelet and staff noticed oozing after 2 notches or air released. Tracelet returned to starting position. At 1230pm, 2 notches of air released, no oozing. At 100pm, released 3 notches of air, no oozing. At 130pm, 3 additional notches removed, no oozing. At 2pm, tracelet removed. No oozing and hematoma.